Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30546751l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered esophageal fistula requiring surgical intervention and prolonged hospitalization. The patient underwent surgery for esophageal fistula after persistent atrial fibrillation ablation on (B)(6) 2021. A muscular flap was put in place between the atrium and the esophagus. Additional information was received from the biosense webster inc. (Bwi) representative on 19-jul-2021. It was reported that only one patient was impacted. In a radiofrequency atrial fibrillation ablation procedure, the electrode at the end of the ablation catheter delivers resistive heat to the interface between the electrode and myocardial tissue. This heat will cause thermal lesions. When passing through the posterior wall of the atrium, the conduction of this heat to the myocardial tissues may induce deep damage as well as to surrounding structures including the esophageal mucous membrane. Rarely, damage to the esophageal mucous membrane progresses to the formation of a fistula. On 23-jul-2021, it was reported that this adverse event was discovered post use of bwi products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The patient required surgery to put a muscular flap between the esophagus and the left atrium. The patient¿s condition was reported to have improved. The patient required extended hospitalization because of the adverse event. The patient returned to the hospital two weeks later for surgery and recovery. Force visualization features used were: graph, dashboard, vector and visitag with the visitag module parameters for stability at: 4mm 4s, 70% , 8g and time was used prospectively. On 3-aug-2021, additional information was received, and it was reported that the patient was treated for atrial fibrillation ablation by radiofrequency on (B)(6) 2021, which included the disconnection of the four pulmonary veins and a block of the cavotricuspid isthmus. On (B)(6) 2021, occurrence of chest pain was reported, increased in decubitus, on deep inspiration and positional changes. The pain clearly increased until (B)(6) 2021, when hypotension was noted with diffuse repolarization disorders on the electrocardiogram (ECG). The patient was hospitalized, transthoracic ultrasound found a dry pericardium with left ventricular ejection fraction (lvef) retained despite inferobasal hypokinesia. A few hours later, the patient presented with hemodynamic failure resistant to filling and requiring vasopressor support by noradrenaline. A new cardiac ultrasound found a moderate pericardial effusion without repercussions on the flow, confirmed by a scanner. ¿the set is compatible with a table of esoppericardial fistula related to the ablation¿ which took place on (B)(6) 2021. The patient was taken to the emergency operating room on (B)(6) 2021 where an esophageal suture by left thoracotomy was performed with interposition of an intercostal flap, associated with a pleuropericardial window and pericardial lavage. ¿the operative suites are simple.¿

Manufacturer narrative:
On 4-nov-2021, an analysis of the carto®3 files have been completed. No device failure was found. The potential cause was excessive ablation on the posterior wall. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).